Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented the morning after an implant procedure with a right atrial lead that had dislodged. The lead had poor sensing. The lead was explanted and replaced, and the patient was stable.